Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 04/28/2017. Complaint for a low transmitter battery could not be confirmed, however, a transmitter failure was found and confirmed. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable.